Manufacturer narrative:
The customer attempted to troubleshoot the instrument leak but was not able to resolve the leak. The customer worked with customer technical support (cts) and they recommended to the customer that the dual diluent filter needed to be replaced. The customer ordered new dual diluent filters which were received on (B)(6) 2013. The customer replaced the filter which resolved the leak. The customer ran several samples to confirm that the instrument was running without any leaks. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter ac*t diff hematology analyzer. The volume of the leak was about 2 cubic centimeters (cc) and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated in connection to the leak.